Event description:
A nurse contacted baxter great britain regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the homechoice (hc) unit display. This event occurred during use, the patient was connected, in cycles 2 and 3. The nurse stated when they checked the connections they found one of the supply bag connector was loose. The home patient (hp) completed therapy with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in line) was confirmed and the root cause could not be determined. The sample was not returned to baxter, therefore no sample evaluation or batch review could be performed. This is a product not distributed in the us and does not have a 510k number. This issue is being investigated through CAPA.